Manufacturer narrative:
(B)(4).

Event description:
It was reported that start sensor prompt occurred for the wearable with the serial number (B)(6) however, data for the wearable with the serial number (B)(6) was provided for evaluation. The sensor was inserted into the arm on (B)(6) 2023. The product was evaluated. An external visual inspection was performed and passed. Nordic bluetooth pairing was performed and failed. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of a start sensor prompt is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that start sensor prompt occurred for the wearable with the serial number (B)(6) however, data for the wearable with the serial number (B)(6) was provided for evaluation. The sensor was inserted into the arm on (B)(6)-2023. The allegation was confirmed as early sensor expiration was found. The probable cause was determined to be early sensor expiration. The probable cause of the early sensor expiration could not be determined. The reported event of start sensor prompt is reportable based on the finding of early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. 4316 - the concluded cause is not adequately described by any other term